Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed, but without the physical sample, the exact cause could not be verified. One photograph was provided for investigation. A red luer adaptor from a powerpicc type catheter was shown attached to a non-bard extension set. The photo captured the entire luer adaptor and the area around it, but no portion of the extension leg or catheter was visible in the photo. It was reported that the patient was pulling on the catheter, which may have been the cause of the luer separation from the remainder of the catheter. No evidence was found that the damage was associated with the manufacturing process. A review of the device history record (DHR) showed no deviations/issues associated with this problem in regards to product materials, manufacturing, or qc inspection processes. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rebs1567 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility, via the sales rep, that the patient was pulling on tubes and the PICC was detached from the hub. The facility indicates the patient will receive a new catheter.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed, but without the physical sample, the exact cause could not be verified. One photograph was provided for investigation. A red luer adaptor from a power PICC type catheter was shown attached to a non-bard extension set. The photo captured the entire luer adaptor and the area around it, but no portion of the extension leg or catheter was visible in the photo. It was reported that the patient was pulling on the catheter, which may have been the cause of the luer separation from the remainder of the catheter. No evidence was found that the damage was associated with the manufacturing process. A review of the device history record (DHR) showed no deviations/issues associated with this problem in regards to product materials, manufacturing, or qc inspection processes. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rebs1567 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility, via the sales rep, that the patient was pulling on tubes and the PICC was detached from the hub. The facility indicates the patient will receive a new catheter.